Manufacturer narrative:
Further device information is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR.#: 1627487-2017-08239. The patient has two dbs systems. It was reported the patient has been unable to receive proper therapy due to their right-sided lead migrating. In turn, the right sided-lead was explanted and replaced. Proper therapy was restored post-op. Note: both the patient's leads are being reported because it is unknown which lead was replaced.